Event description:
It was reported the atrial lead was explanted and replaced due to unacceptable thresholds, low impedances and a suspected electrical short between the lead tip and the lead ring. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inner insulation breached; distal segment returned and analyzed.